Event description:
It was reported that the lead fractured. The lead was not removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead fractured, was oversensing and had low impedance. The lead pace/sense portion was capped and replaced. The high voltage portion of the lead is still in use. No patient complications have been reported as a result of this event.